Event description:
Procedure: repair diplermatic tear, (gun shot wound). Maxon 8886608573/y2h308n was used for the original procedure, returning 3 sealed, clinical discarded. Two days post op wound evisceration occurred due to suture breakage. Patient was re-sutured with surgipro, cp425. The account did not know which lot number was used, t1h286 (returning qty 2 sealed) or t2g221 (returning qty 2 sealed). Approximately 1 1/2 weeks post op, surgipro broke. Patient re-sutured with ticron suture, procedure was on the left side mid line from the bottom of the breast down to the umbilicus. Patient status not available.